Manufacturer narrative:
The date of the event is unknown; however, the article provided the following date range ''from november 2012 until january 2018''. Therefore, 1st november on 2012 was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of four manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in turkey. The following medical article was reviewed, ''incidence and predictors of permanent pacemaker implantation after transcatheter aortic valve implantation with a balloon-expandable bioprosthesis in patients with bicuspid aortic valves'', corresponding author hakan suygun et al., through review of the article, the following events were identified as pertaining to an edwards device: two patients with an implant of sapien xt valve in aortic position by transfemoral approach had peripheral periprocedural complications and were treated with surgical cut-down using dacron graft. In this study a total of 62 patients are studied with the purpose of evaluating the predictors and incidence of ppmi in bicuspid patients using a balloon-expandable (be) tavi device.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. See h10.